Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device, referenced, is filed under a separate medwatch manufacturer report reference number. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the calcified right common femoral artery was attempted using proglide devices via a 6fr sheath after a carotid interventional procedure. Reportedly, cuff misses occurred two proglide devices. The sheath size was upsized to an 8fr sheath and a new proglide device was successfully used to achieve hemostasis. There was no adverse patient sequela and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.